Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the 30mm drill bit broke during drilling for screw prep. The drill bit broke in half. Kincise cup inserter attachment broke during cup insertion - surgeon used a mallet on the end of attachment.